Event description:
As reported from the medical affairs, the patient had 2 cypher stents implanted in unknown coronary arteries for an unspecified event. Approximately 10 years later, patient reported that she remained in the ICU for one week after surgery due to unspecified heart problems and lung inflammation. The following medications were prescribed on discharge: potassium chloride 10meq daily, isordil 20mg tid, diltiazem 180mg daily. No additional information was available.

Manufacturer narrative:
The concomitant medications included diltiazem, glucophage, lecithin, plavix, potassium chloride, vitamin c & d. The event date is unknown and there is no code available for the event of heart disorder thus it has been coded as ¿no information¿ since no information is available regarding specific heart disorder. This report contains complaint data for 2 cypher stents. As reported from the medical affairs, the patient had 2 cypher stents implanted in unknown coronary arteries for an unspecified event. Approximately 10 years later, patient reported that she remained in the ICU for one week after surgery due to unspecified heart problems and lung inflammation. The following medications were prescribed on discharge: potassium chloride 10meq daily, isordil 20mg tid, diltiazem 180mg daily. No additional information was available. There is no sterile lot number information available and thus no DHR could be performed. There is no information available regarding specific heart disorder; however, certain heart diseases are known adverse events associated with coronary stenting procedures. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of atherosclerosis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.